Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse called and reported customer experienced high blood glucose and had been treated with juice a few times after passing out. Customer's blood glucose was 292 mg/dl. During troubleshooting, it was stated that customer's insulin pump was squirting out insulin during the manual priming process. Caller stated that customer had been wearing the insulin pump while priming. It was reported that insulin continued to drip after the button was no longer being pressed during priming. Troubleshooting was discontinued and it was advised to monitor blood glucose. The device will not be returned for analysis.